Event description:
It was reported the customer had a no delivery alarm. Customer reported they have disconnected from their insulin pump. The customer also stated they received a battery out limit alarm on their insulin pump. Customer's blood glucose was 366 mg/dl. The customer stated the no delivery alarm was resolved by a complete set change. The customer did not troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.